Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting post paced t-wave oversensing. The device was reprogrammed and explanted and a new ICD was implanted. The patient was in stable condition.